Event description:
A consumer called to report that his heating pad had caught on fire, which resulted in minor burns on the patient's stomach, as well as damage to his blanket and bed. Medical attention was not required for his injury. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumer should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow. Kaz has requested that the product be returned to our company for further investigation.